Manufacturer narrative:
It was reported that the disposable device is not available to be returned to the manufacturer for evaluation. The results of the investigation will be sent via a follow up medwatch. Reference pr25779.

Event description:
A director of risk manager reported an issue after implantation of a smartport CT device. Almost a week after the device was implanted, the patent experienced an extravasation of chemotherapy agent at the site of the port. The device was removed. It is unknown if the port was replaced, however it is reasonable to conclude the smartport was replaced in order for the patient to continue treatment. Ther was no report of patient arm or injury due to this event. It was indicated that the reported device is not available to be returned to the manufacturer for evaluation.

Event description:
Additional information: the device was removed and a PICC line was used to for treatment. The patient was being treated for lymphoma, and the port had only been accessed once, using a 20 gauge, 3/4" huber needle. The catheter had been tunneled under the clavicle.

Manufacturer narrative:
Returned for evaluation was a smartport. As received, the smartport contained bio material {blood} inside and out. The catheter was discolored {yellow tint} as received. No leaks were noted during the cleaning process. Evaluation of returned device showed very few punctures of the septum, which aligns with port leakage being reported after one week of implant date. The suture holes appear unused. The catheter was connected to the port at the 14cm marking and the distal tip of the catheter tubing (~1cm) was cut off and not returned. The catheter tubing was inspected and found to be within specification for catheter ID and od dimensions. The catheter and port assembly was leak tested and no leaks were observed from the port or the catheter tubing connection. The customer's reported complaint description is for extravasation of chemotherapy agent at the site of the port. The evaluation of the catheter and port as received supports that the port was not leaking. The customer's reported complaint description of port leaked (extravasation) could not be confirmed. A root cause for the reported event cannot be established as the device functioned as intended during functional testing. A potential root cause for the extravasation event is needle was inserted into port pocket but was not inserted into the port septum. As the suture hole appear to have been unused the port may have had movement within the port pocket. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. Labeling review: the instructions for use which is supplied to the user with this catalog number, contains the following statements: potential complications: catheter disconnection or migration and surgical complications. Implantation of attachable catheter (venous/vascular): trim proximal end of catheter and advance through subcutaneous tunnel to the port pocket. Attach catheter to the port body. Blue strain relief mechanism: slide the blue strain relief mechanism over the end of the catheter. The tapered end of the blue strain relief mechanism should point away from the proximal end of the catheter. For optimal results, the proximal end of the catheter should be dry. Slide the trimmed end of the catheter tip onto the stem until the catheter is flush with the stem flanges. Slide the strain relief mechanism over the catheter and onto the stem until it contacts the port body. Absence of a blood return or a poor blood return can be a sign of a potential complication such as occlusion, kinking, breakage, pinch-off syndrome, fibrin formation, thrombosis or malposition. This should be evaluated prior to device usage. A blood return should be present prior to usage of device for any therapy or testing. If the patient complains of pain, or if there is swelling when the device is flushed or when medication or contrast media is administered, evaluate the device for infiltration, proper needle placement, and potential complications such as occlusion, kinking, breakage, pinch-off syndrome, thrombosis or malposition. Failure to assess these complaints or observations can lead to device failure. Assure tight connection between port chamber and catheter only use non-coring needles to access the port membrane. The non-coring needle tip is integral to prevent damage of the membrane. Palpate the port and port septum then access the silicone membrane with the non-coring needle at a 90 degree angle. Puncture skin directly over septum and gently advance needle through septum until it contacts bottom of portal chamber. Do not apply excessive force once the needle contacts the port floor. Prior to injection or infusion, aspirate to ensure a brisk blood return. If blood return is not realized, see troubleshooting the smart port CT implantable ports catheter obstruction. Caution: avoid piercing catheter with suture needle. Potential complications: use of an angiodynamics port system involves potential risks normally associated with the insertion or use of any implanted device or indwelling catheter including but not limited to: these complications are well documented in literature and should be considered when a venous access device is utilized. Drug extravasation (leakage). A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Manufacturer narrative:
Additional information was received: an additional evaluation of the returned device noted there was evidence that port was sutured in at least 2 of the 3 suture holes. This is consistent with the original information that the port had been sutured in place. Also reported was that there was a good blood return prior to injecting the chemotherapy agent. This is consistent with the device evaluation noting bio material {blood} inside and out. The customer's reported complaint description is for extravasation of chemotherapy agent at the site of the port. The evaluation of the catheter and port as received supports that the port was not leaking. The customer's reported complaint description of port leaked (extravasation) could not be confirmed. A root cause for the reported event cannot be established as the device functioned as intended during functional testing. The most likely root cause of the event is needle backing out of the septum during infusion of chemotherapy agent. It was reported the patient condition is unchanged, they are doing well. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).